Event description:
A malfunction alarm, identified as malf 9 due to a motor movement error, was reported by a customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and to contact support if any issues arise again.